Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the grip tang. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Additional observation not reported by site: failure analysis found the failure of instrument grip tang - dislodged. The grip tang was found to be dislodged from its normally position adjacent the distal clevis. The grips do not show cracking damage. Common causes of broken instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing. Common causes of the failure mode dislodged instrument grip tang are attributed to damage through collisions with other instruments. Applying excessive force on the instrument tips during handling can also cause dislodging of the grip tang.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.